Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the over-torqued inner coil and the helix being clogged with blood or tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to extend the helix, the helix mechanism issue resulted to helix damage. The rv lead was then removed and replaced. The patient was in stable condition throughout.